Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis. Visual and functional testing was performed. The customer's reported problem was verified. The technician inspected the pump and loaded a cartridge and screw lead test, it alarmed and failed to function properly due to motor jam or too tight. Further investigation of the pump determined that the motor was inoperable and the caused of the issue. Therefore, the motor will be replaced.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump continuously alarms. There were no injuries or adverse events reported.